Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons and the audio bolus button were intermittently responsive. It was observed that all buttons spring back as expected when pressed. There was evidence of keypad contamination found under all button key contacts, including the audio bolus button. Unrelated to the keypad complaint, a display failure was observed upon investigation.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the audio bolus button has been unresponsive, and the up arrow button has been intermittently unresponsive, for the past few weeks. He denied any physical damage to the rubber keypad; denies exposing the pump to water, and stated that he wears the pump on his belt.